Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported an incomplete cut that resulted in not being able to lift the flap in both eyes during a lasik procedure. The energy used for the cut was low. A bandage contact lens was placed on the eyes and the patient will be retreated at a later date. There is no harm to the patient and vision was noted to be the same as before treatment. Additional information requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received states that the patient is doing fine and will return at a later date for retreatment.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. (B)(4).